Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during the laparoscopic procedure, after passage of pliers, some blue seal of the device fell into the abdomen of the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.